Manufacturer narrative:
Additional information: annex d code. Correction: there were no difficulties noted during inflation of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a nc sprinter coronary balloon catheter, the balloon could not be deflated at the lesion site after post-dilation. The procedure involved the mid-distal segment of the right coronary artery (rca), which was mildlytortuous, mildly calcified and had chronic total occlusion (cto) of 100%. There were no difficulties noted during inflation of the device. It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. The device was inspected with no issues. A 1:1 concentration of contrast / saline was used. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Resistance was noted during withdrawal of the device. Excessive force was not used. The device was not kinked and re-straightened during use. The device was not moved or repositioned while inflated. A non-medtronic guide catheter was placed in the right coronary artery opening. A non-medtronic 0.36mmx190cm guiding catheter was selected to pass through the distal right coronary artery lesion to the distal end of the left ventricular posterior collateral branch (pl), but failed. Under the support of a non-medtronic micro catheter, a non-medtronic guide catheter passed through the distal rca lesion to the distal end of the left ventricular posterior collateral branch (pl). The guide catheter was exchanged for another non-medtronic guide catheter at the distal end of the pl. A non-medtronic 2.5 x 12mm balloon was expanded to 12 atm in the guide catheter and the microcatheter was withdrawn. A medtronic 1.5 x 15 mm sprinter legend balloon pre-dilated the rca distal segment to the pl proximal segment lesion at 18 atm for 5 times, with each dilation time being 10 seconds with no issues noted. A non-medtronic 2.25 x 10 mm cutting balloon pre-dilated the distal rca segment lesion to 6-8 atm, 6 times with a dilation time of 10 seconds each. A non-medtronic 2.25 x 32 mm stent was placed at the distal rca segment to the pl proximal segment lesion, dilated to 8atm for 1 time with a dilation time 10seconds. A non medtronic 2.5 x 38 mm stent was was connected in series at the rca mid-distal segment lesion, dilated to 10 atm for 1 time with a dilation time 10 seconds. A non-medtronic 2.5 x 12mm balloon was dilated in the rca distal segment stent to 12 - 18atm, each dilation time 10 seconds. The medtronic nc sprinter 3.00 x 12mm high-pressure balloon was expanded to 12 atm once in the rca mid-distal stent. After the pressure was withdrawn, the balloon did not deflate . After repeated attempts, the balloon was still inflated and difficult to withdraw the device was encountered. When the balloon was released again, the balloon rod/distal shaft and hypotube connection part broke when the pressure was repeatedly withdrawn. The non-medtronic 0.36mm x 190cm guide wire was dislocated. The 6fjr3.5 non-medtronic guide catheter was selected to the right coronary artery opening. The non-medtronic 0.36mmx180cm guide wire was repeatedly tried but the guide wire failed to pass through the balloon site of the right coronary artery, so the surgery was ended and the patient was returned to the coronary care unit (ccu) for observation and to wait for surgical operation. Cardiac surgery was recommended. The patient's vital signs were stable and had no discomfort. It was impossible to remove the detached portion by interventional means. The detached portion remained in the patient. Finally, the patient underwent a complex thoracotomy to remove the remaining part of the balloon. The balloon was still inflated and fixed in the blood vessel. The detached part of the balloon had been removed. There was no further patient injury reported. The patient was discharged from the hospital with no discomfort symptoms.

Manufacturer narrative:
Product analysis: a detachment was evident to the transition shaft with material deformed at the detachment site. The balloon was partially inflated on device return. Contrast was not visible in the balloon. Inflation lumen was necked. Detachment evident to core-wire with detached wire sections perforating shaft material. It was not possible to perform negative prep or inflation/deflation testing due to the condition of the returned device. Image analysis: two images received shows the distal section of the device. Deformation and a detachment is evident on the shaft. The balloon shows evidence of inflation. Blood is visible in the balloon and inflation lumen. Deflation issues can¿t be confirmed from the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.